Event description:
It was reported that during a wedge resection procedure, the clips from the device were feeding intermittently. The clips would then only advance two-thirds of the way down into the jaws and would be malformed when fired. The next clip would then spit out. Another device was used in which the same issue occurred. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing the device two clips were dropped due to non functional anti backup, the remaining clips were fed, and formed as intended. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring was found out of its intended position. No conclusion could be reached as to what may have caused the found condition. However, an investigation has been initiated to address the potential root cause of the hoop spring out of position. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing the device one clip was dropped due to non functional anti backup. Furthermore the locked out was found non functional. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring and lock out spring were found out of their intended position. No conclusion could be reached as to what may have caused the found condition. However, an investigation has been initiated to address the potential root cause of the hoop spring out of position. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j90d44, expiration date: 01/2017, manufacturing date: 02/2012.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was the device fired after this incident in or out of the patient? No.